Manufacturer narrative:
This is initial/final report being submitted for this complaint with associated MFR# 1226348-2017-00019. (B)(4). A non-sterile enterprise device was received inside of a plastic bag. The delivery wire was received inside a dispenser hoop and was found without any damage. The introducer tube was inspected and no damages were noted on it. The stent was received deployed and no damages were noted on it. The functional analysis could not be performed as the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿delivery wire - resistance/friction with no loss of mc cerebral target position¿ could not be evaluated as the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; handling and procedural factors could have contributed to this condition. No corrective action will be taken at this time.

Event description:
As reported by a health care professional, during use on patient the surgeon felt friction when advancing the enterprise stent (enf452812/10485321) through a microcatheter (type/lot unknown). There were no adverse events reported. Patient information and procedure details are unknown. It was initially reported that the complaint product is available for analysis.